Event description:
Additional information was received stating that the vns patient underwent lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up revealed that the vns patient was expected to take or have taken x-rays. X-rays will not be provided to the manufacturer for review.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance (dcdc ¿ 7). The patient was unable to perceive stimulation on-times from the device. The physician elected not to disable the patient¿s device. No known surgical interventions have occurred to date.